Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. A follow-up will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4) a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). A service history review revealed that the device has not been previously serviced by baxter for the reported condition.

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 806:10 occurred once. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.03.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Additional information: the device has been received by baxter, and is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.